Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after two dental implants were installed in intraoral region # 22 and # 27 it was verified their non osseointegration. Fifty five n.cm of primary stability was achieved and immediate load was not performed. Patient used provisional prosthesis over the implants.